Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed and burn damage to the usb port was observed. Visual inspection was performed on the returned usb port and burn damage to the part of the usb port that connects to the reader was observed. The returned usb port successfully connected to a pc and successfully charging was also observed using the returned usb port. Load testing was performed on the usb charger and all results were within specification. Upon further visual inspection of the usb port, the previous observed "burn damage" was deemed only to be dirt markings, consistent with customer's normal wear and did not impact the functionality of reader. There were no signs of fire, smoke, explosion, or shock. Visual inspection was performed on the usb charging cable and burn damage on the micro end of the charging cable was observed. Continuity testing was performed on the returned usb cable using a cable tester and found pins to fail during continuity testing. Visual inspection was performed on the returned adapter and no issues were observed. Voltage testing was performed on the returned adapter and measured at 4.79v which, was within specification of (4.75v and 5.25v). The reader was further investigated and de-cased. Visual inspection was performed on the reader's pcba (printed circuit board assembly) and no issues were observed. Power consumption testing was performed and all results were within specification. The reader passed all self-test's. A thermal camera was used to monitor the reader's internal components during operation and no abnormal hot spots were observed. Since the burn damage to the cable was only observed to the micro usb side of the cable, along with the reader and adapter having no damage or fault in their functionality, indicates that the cable burn damage occurred through customer's normal use. There is no evidence that the reader caused fire, smoke, explosion or shock. Therefore, the issue is not confirmed. Dhrs for the libre reader were reviewed and kit pack DHR was reviewed for verification of correct cable and adapter. The dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter was a part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their adc device did not charge and a low battery icon displays. The product was returned and investigated and burn marks were observed external to the meter during the investigation. This report is being submitted due to the returned product investigation results. There was no report of death, serious injury, or mistreatment associated with this event.